Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. The following information was requested, but unavailable: did clips fire out sideways? Were clips falling from device or ejected? Did clips fire unformed? Were clips malformed? Were clips scissored? How was case completed?

Event description:
It was reported that prior to a laparoscopic cholecystectomy procedure, the clips are not fired properly. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). The analysis results found that the el5ml device was received in good visual condition. In an attempt to replicate the reported event, the device was tested for functionality. Upon actuation of the device, the advancer was noted to be bent; on the subsequent actuation the advancer tip broke, leading to the malformation of the remaining ten clips. Finally, the instrument locked out as intended, however the orange indicator wheel did not show up. A possible cause for the condition of bent advancer is actuating the device when the jaws are not clear of the trocar. Actuating the device with the jaws closed may bend the advancer. Please note that prior to loading a clip in the jaws, ensure that the demarcation between the jaws and the device shaft is past the end of the trocar cannula. Additionally, excessively applying a side load to the jaws, causing them to partially collapse could result in a clip malformation. The device jaws should be fully open and parallel upon initiating the firing of the device. No conclusion could be reached as to what may have caused the orange indicator wheel malfunction.